Event description:
This is one of many report received from japan in which a product mislabel was identified. The patient underwent cataract extraction with implant of ceeon lens model labeled as 812a/21.5(d). However, the lens was not correctly labeled and was actually lens model 745a/18.0(d). The patient complained of decreased acuity and a postoperative hyperopia was noted. This was corrected with glasses. No other info was provided. A MFR investigation was performed and it was found that this was 1 of 7 lots that were repackage at the same time due to an expiration date error. A recall was immediately initiated. Also, as a precautionary measure, 5 other lots mfg the same day were also recalled. The distribution of these lots was limited to japan.